Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. On the initial balloon sweep with the wire guide in place, the distal end of the wire guide at the 15 cm mark began to strip off of the wire guide. The wire guide and balloon were removed together from the endoscope and pt with no harm to the pt. No section of the device detached inside the endoscope or pt. Another device of the same type was used to complete procedure. A section of the device did not remain inside the pt's body. The pt did not require and add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. Approximately 104 cm from the proximal end is some minor surface damage to the coating. Approximately 15 cm from the distal end the coating has spit but not separated from the wire leaving approximately 1.4 cm of exposed core wire. No part of the coating or device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during out laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduced the actual conditions of product usage during our laboratory analysis. This limits out ability to conclusively determine a cause. The instructions for use for this prod notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp device may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at the time based on the qual engineering risk assessment. Qual assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.